Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his infusion set was leaking insulin. Customer reported that this is a repeated event. Customer reported that his blood glucose level rises to over 400 mg/dl when this occurs. Customer's blood glucose level at the time of this incident was 400 mg/dl. Customer reported that insulin is not being delivered through his infusion set due to the leaks. No product is expected to be returned.